Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an implant procedure on (B)(6) 2023, the patient experienced a headache and fluid leaking from their dressing. As a result, the lead was explanted on (B)(6) 2023. Further follow-up indicated that the patient's headache has resolved and the patient is feeling better.